Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy procedure on (B)(6) 1997 and mesh was used. In 2010, the patient presented at the hospital with an area of eroded mesh on the posterior vaginal wall. It is unknown if the patient underwent and excision of the mesh at that time. The patient re-presented in (B)(6) 2012 with symptoms. The vaginal erosion was excised on (B)(6) 2012 under general anaesthesia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.